Manufacturer narrative:
(B)(4). Batch # t5ac1m. Investigation summary: the analysis results found that a sr75 reload was received with the cartridge deck damaged. The reload had proximal 7 drivers up and the remaining drivers down with staples present and swing tab in the locked position. No functional testing was performed due to the condition of the reload. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The damage to the cartridge is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: difficult to fire. During the open distal gastrectomy surgery, difficult to fire when severing duodenum tissue on the 1st firing and noted staples malformed with irregular shape, used suture to oversew. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.